Event description:
A cartridge change error was reported on the customer's pump, leading to an inability to complete the cartridge load process successfully, even after troubleshooting steps were conducted. Despite the malfunction, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reverted to manual injections for insulin therapy.